Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; white particles in shell, flat creases, delamination of valve, wear abrasion. The leak test and microscopic analysis was performed which identified: total delamination of diaphram flange disk assessed as adhesive failure. Based on the device analysis the final assessment is: delamination of diaphram flange disk assessed as adhesive failure. The crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation, folding and itching. Device remains implanted.